Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose was 180-202 mg/dl and correction boluses were delivered to address bg. Customer reported air bubbles were observed during the fill tubing step. Customer changed the cartridge. Customer primed air bubbles out and changed the infusion set site to resolve the issue.